Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and cracked on display window. The pump was received with no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of broken cracks near the display window corner of the reservoir compartment on the insulin pump.